Event description:
It was reported that during a percutaneous coronary intervention, shaft breakage occurred. The 90% stenosed target lesion was located in a moderately tortuous mid to apical left anterior descending artery. After pre-dilatation with an unknown balloon, the 16mm x 3.00mm taxus element stent delivery system (sds) was selected and advanced but was unable to cross the target lesion. It was then noted that the shaft was damaged at the proximal end of the shaft, with separation 20cm distal the strain relief. The sds was removed and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft breakage occurred. The 90% stenosed target lesion was located in a moderately tortuous mid to apical left anterior descending artery. After pre-dilatation with an unknown balloon, the 16mm x 3.00mm taxus element stent delivery system (sds) was selected and advanced but was unable to cross the target lesion. It was then noted that the shaft was damaged at the proximal end of the shaft, with separation 20cm distal the strain relief. The sds was removed and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified that the hypotube had broken 20cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).